Event description:
It was reported that the patient noted never having therapeutic effect since implant. The patient had tried all 4 programs for a couple days each, and cranked the intensity up as high as he was comfortable. Two of the programs did nothing at all, the other 2 the patient could feel stimulation but did not have relief. The patient 'cranked' one program up to 1.3 volts and another from .55 volts to .8 volts. He could feel stimulation but no therapeutic effect. During the trial the patient said he was not getting a result but then hcp (healthcare provider) changed the setting and the patient got immediate relief. That was why he chose to have full implant. The patient saw representative on monday after implant to train on patient programmer and has not spoken to representative regarding therapy issue. The patient appropriately contacted hcp for assistance with a therapy concern but was directed to call the manufacturer. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was later reported that the patient was trying to reach a manufacturer's representative. It was noted that the neurostimulator device wasn't working and the patient was supposed to call the representative. The patient noted the last time he saw the manufacturer's representative he was told wait for it to work for a couple of weeks and it hadn¿t worked. The patient called the doctor and was redirected to speak with the representative first. The patient stated that maybe there was something that the representative can program first. Patient services called the representative who stated he has been working with the patient quite a bit and nothing had resolved the issue but will call the patient back per directive of the hcp. Additional information received noted that the patient was on the same program he was on during the trial, just not seeing the same improvement. The representative programmed the patient after implant and counselled the patient on how to use the patient programmer. The patient was going to work with the stimulator to make sure he was feeling the stimulation consistently. The patient will follow up with the office as appropriate. It was later reported that the therapy hadn¿t been helping his symptoms at all since the implant. The patient noted they claimed they used the same settings as the trial but the difference was night and day and the implant wasn¿t doing anything. The patient wasn¿t feeling stimulation and he cranked it up for a couple of weeks, and he was feeling it now but it¿s not doing anything. The patient noted the only changes he had made were up and down and was wondering if there was more adjustments that could be made. The patient had tried turning it up and it hadn¿t helped. The patient was on program 3 at 1.70 volts. The patient was assisted in changing to program 4. The patient tried moving to different positions to make sure the stimulation was not uncomfortable/painful. The patient stopped turning it up on 2.8 volts and stated it was good. The patient had been requesting contact with the manufacturer's representative to adjust the stimulation. It was later reported that the patient had been on program 4 since they changed it on (B)(6) and it hadn't helped. Today, the patient changed it to program 2- 1.65 volts and will continue to monitor his symptoms. On (B)(6) 2014, the patient noted that he switched to program 1 this morning and that when he increased stimulation it felt like a pin was stabbing him. Patient services recommended turning stimulation down to a point where it was no longer painful. The therapy was not working as expected. The patient stated that he had exhausted all of the programs on his patient programmer and that he had not yet experienced therapeutic effect. The patient wanted to speak with a manufacturer's representative about reprogramming. It was later reported that the patient wanted representative present at upcoming appointment on (B)(6) 2014. The patient noted it was not working (meaning the stimulation). The patient had tried all four settings and it did not seem to be doing anything. The patient stated his hcp (healthcare provider) needed to reprogram or do something (remove the device). The patient was experiencing very frequent urination and incontinence and had the urges come on pretty quickly and then experiences wetting his pants. Additional information reports the patient problems with his bladder. He urinate too frequently and the pattern was not consistent but noticed more in the morning. He had to get up to urinate two to four times during the night. He fall asleep easily , but after 2 to 4 hours of sleep, he would have to get up to urinate. At that point, the patient would had to get up approximately every hour to urinate again. If they urinate after 5:00 a.m., the patient usually would get up for the day and after the patient was up, they would have to urinate more frequently like every half hour for a few hours. The patient does not believe that they were emptying their bladder when they urinate. The volume of their urine was generally not very large. The patient stream was usually weak. The patient reports he does not know how to force their bladder to empty itself. The patient urinate usually because the urge comes on very quickly and was very great. At night, when the urge comes on, the patient had to get out of bed and urinate because if he did not, he could not go back to sleep. Once in a while the patient had been able to hold off urinating until the urgency goes away but usually that did not work. The patient had been leaking urine in their pants more frequently when the urge comes on. This problem seems to be getting worse. The patient had not been wearing a pain and when he leaks it was usually more than a few drops. The implanted neurostimulator device does not seem to help with any of the problems. The patient noted none of these problems were life threatening, but they sure diminish the quality of their life. He reported that a physical condition that he had may be contributing to these problems. The patient was generally constipated. He usually had a large bowel movement once every three of four days and their full intestine may be pressing on their bladder. Unfortunately, many of the medications that he had tried to alleviate the bladder problem had constipation as a side effect. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. Evaluated the need for a DHR review, and a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trends adverse change in voiding function - bladder and pain and discomfort because the it was reported the patient had symptoms of pain, frequency, incontinence, and urgency. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the cause of the lack of therapeutic effect is unknown. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0gf3x, implanted: (B)(6) 2014, product type: lead. (B)(4).